Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer was hospitalized on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis. The customer blood glucose level was 700 mg/dl at the time of incident and 444 mg/dl at the time of call. Customer reports they did contact their health care professional regarding the high blood glucose. Customer declined troubleshooting. The device will be not returned for analysis.